Event description:
The pt was found unresponsive and was hospitalized for apparent hypoglycemia; blood glucose level on admission is unk.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged motor mount but demonstrated that the pump insulin delivery was operating within required specifications and delivery accuracy.